Event description:
The patient presented for a right shoulder arthroscopy and procedures as outlined below. At the end of the case, the physician immobilized the arm in a shoulder immobilizer and staff prepared to apply the ice man cooling unit. We have had difficulty with leaks from the cooling units in the recent past. So, staff assembled the cooling unit and turned it on before applying it. No visual defects were seen and the cooling unit was easily and securely connected to its cooling pad. However, when staff turned the unit on, it began leaking from the connection between the cooling pad and the unit. Staff describe it as a "spraying" leak. The unit was exchanged for another, used with the original cooling pad, and had no leaks. No patient harm resulted. However, staff and md are concerned that the fresh surgical site could have been exposed to non-sterile tap water if the device had been applied before it was checked. Manufacturer response for cooling unit, donjoy ice man: a voicemail message was left for the manufacturer's representative regarding the event. We are awaiting a return call and will return the product to the manufacturer for investigation/analysis.